Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an occlusion related call service alarm. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 250 mg/dl with thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the pump alarmed for call service 064 during the prime step. It was reported that the call service alarm persisted with pump reboot and tubing change, but was able to complete prime step by cartridge change. Review of cartridge use techniques indicated that instruction for use was followed. The trouble shooting session was unable to ascertain the cause of the call service alarm issue with the cartridge. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the allegation of an occlusion related call service alarm issue with the cartridge that was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.